Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from4w medical unit that ketamine 500 mg/250 ml was programmed at a guardrails rate of 6.3 ml/hr. The bag ran out on (B)(6) 2020 at 0907. A volume of 156 ml was expected to have been infused, however all 250 ml were gone. It was reported that analytics event report showed "static infusion rates". There were no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Correction: disregard file (suspect device is now a concomitant).

Event description:
It was reported from4w medical unit that ketamine 500 mg/250 ml was programmed at a guardrails rate of 6.3 ml/hr. The bag ran out on (B)(6) 2020 at 0907. A volume of 156 ml was expected to have been infused, however all 250 ml were gone. It was reported that analytics event report showed "static infusion rates". There were no adverse effects caused to the patient as a result of the event.